Event description:
It was reported that the ilet pump¿s screen display malfunctioned, with lines across the screen and impaired visibility, and a restart did not resolve the issue; the user was advised to discontinue pump use and revert to backup therapy with injections. Symptoms included hyperglycemia with a reported blood glucose of 303 mg/dl. Outcomes included interruption of automated insulin delivery and temporary use of alternative therapy. Investigation included troubleshooting by instructing a device restart and arranging a replacement device with return of the original for evaluation. Investigation of this device revealed a suspected display hardware malfunction consistent with a screen visibility issue, leading to impaired device usability. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display component.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.